Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: left common iliac artery dissection distal to the stent placement and a type ii endoleak (lumbar). The event is most likely anatomy-related due to the highly tortuous left common iliac artery. The clinical assessment also determined that there was evidence to reasonably suggest a type ia endoleak occurred that was not included in the event as reported. The type ia endoleak was discovered during review of the 1-month post-implant CT scan, and is most likely related to the off-label neck (length was 7mm but should be greater than or equal to 15mm). In addition, the thick neck calcifications likely contributed to this event (cautionary product use condition). Procedure-related harms for this event could not be determined. The final patient status was reported to be in good condition. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply. Result code; remove 3221. Conclusion code; remove 11.

Event description:
Additional information received per clinical assessment confirming that a type ia endoleak was also present at the time of the reported event. The physician is not currently planning to re-intervene.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, a dissection of the left common iliac artery distal to the stent graft was detected by CT during routine follow-up. It was noted that the dissection was not present prior to the initial case and was likely a result of the aaa procedure. The physician also detected a large type ii endoleak. Physician plans to re-intervene to treat the dissection. There have been no additional patient sequelae reported.